Event description:
It was reported that both the batteries and leads were replaced in (B)(6) 2013. It was stated that the leads were replaced because they ¿deteriorated.¿ the patient was unsure if ¿deteriorated¿ was the exact verbatim used the healthcare provider (hcp) used, but it was ¿something like that.¿ the patient thought the leads were placed in a different spot. It was also reported that with the first implants, the patient felt stimulation down her leg to her toes. Please refer to mfg. Report# 3004209178-2014-12712, as the patient has dual systems and the aforementioned report is for ins on the right side.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0546213v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead; product ID 3023, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3889-28, lot# j0555237v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received noted lead migration not deterioration. X-ray revealed the migration. All parts of the lead were explanted. The patient was recovered without permanent impairment.

Manufacturer narrative:
(B)(4)